Event description:
The facility's nurse reported a patient's reaction while performing hemodialysis. The patient was dialyzed on a gambro phoenix machine f using a xenium 170 dialyzer. This was a single use and a dry pack. The patient has been using xenium dialyzers since 2007. (Previously the patient used the CT 190g dialyzer). This is the same patient. A blood sample was taken on the next day for a blood culture and the result is negative. This patient has lots of urinary output. The patient's dry weight is 0.29. The patient's pre-weight was 191.1 and the post weight was 191.5. The dialyzer was primed with 1500ml of saline. The patient received a 2000 load of heparin at the beginning of dialysis and then 1000 units of heparin hourly. Immediately at the start of the treatment, the patient complained of feeling hot, faint and light headed. The patient also felt that her hands were tingly. The patient felt as if she was going to have diarrhea. The dialysis line was clamped. The patient was given 2l oxygen (nasal cannula). The patient felt nauseated. The patient's blood pressure was constant. The patient was given a cool washcloth. The patient did not vomit but had dry heaves. The patient had shortness of breath. The patient was given 500ml of normal saline. The patient was feeling better. Dialysis was re-started (with no heparin) and dialysis was completed. No additional information is available.

Manufacturer narrative:
The dialyzer was discarded. A follow-up report will be filed any additional information becomes available.